Manufacturer narrative:
One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10102 was confirmed. The event log did not show any related errors. Service found the pump had fluid ingression that caused corrosion to the microprocessor board. Service will replace the microprocessor board. Use testing was performed. The problem source is the contamination leading to the board failure.

Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave error 10102. There are no known adverse effects.